Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was cracked as she went to insert it. They lost the lens when she was taking it out. Additional information has received that the lens inserted and removed during initial procedure and scheduled procedure completed the same day with backup lens the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5.,d.10.,h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Company IFU states that follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. No additional information provided. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received and it states that lens was loaded using the lens forceps and it was immediately inserted into the eye. Doctor really felt that the lens was cracked already before the loading and insertion.